Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: upon receipt, the device contained clear gel. Yellow material was observed within the device and gel was observed on the shell surface. During initial examination, a rupture within shell abrasion was found and the device was received in four parts. No other anomalies were observed. The reported issue, rupture, was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Because mentor product analysis lab was unable to confirm any unusual failure mode, no further investigation is required. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture due to fluid leakage. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Reason for device explant and/or reoperation: left-sided rupture. Concomitant products: 375cc mentor memorygel breast implant ( catalog #:3503751, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The diagnosis was confirmed by a healthcare professional. As a result, the patient had explanted the implant on (B)(6) 2019.